Event description:
It was reported that this device and rv lead were explanted due to sudden spikes in impedance and noise. The root cause could not be traced to the device or the lead.

Manufacturer narrative:
The lead and the pacemaker were returned for analysis. The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Then visual analysis revealed cuts into the insulation 18cm and 20cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. Furthermore, coagulated blood and tissue residuals were found at the fixation helix. Subsequent analysis revealed coagulated blood in the inner coil 1.5cm distal to the is-1 connector pin, which most likely penetrated during the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported lead failure, including high pacing impedance and oversensing. The values of the parameters measured during the electrical analysis were within the technical specifications. The dc resistances of the received conductor were measured. No peculiarities were found. The fixation helix was cleaned, the mechanical analysis did not show any deviations from the technical specifications. Within the pacemaker analysis, no anomalies were noted which might have contributed to the clinical observation. The therapeutic functionality of the pacemaker was thoroughly tested and proved to be fully functional. There was no indication of a device malfunction. The manufacturing process for the lead and the pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.